Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
He customer reported the cartridge connection disconnecting from the infusion set tubing. The customer's blood glucose was 119 mg/dl. The customer re-connected the tubing and resumed insulin delivery.